Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one patient had 3 consecutive trachs failed where the hole in the flange for the trach tie broke. The patient had to be recannulated due to the issue.